Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified central vein. A 12.0 x 60, 75cm mustang balloon was advanced for dilation. However, during the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The balloon was removed, and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition post-procedure.